Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller did not sound a no power alarm. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis did not reveal any controller power up events. As a result, the reported "controller did not sound a no power alarm" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving no sound can be attributed, but not limited. If information is provided in the future, a supplemental report will be issued.